Event description:
The reported the following: a pt suffered an alleged air injection while connected to the stellant injector system (sn (B)(4)). The radiologist saw air on the images. The pt was short of breath prior to the injection and continued to have the same shortness of breath after the injection. The pt was placed on oxygen, put on their left side and in trendelenburg position. He was monitored and no further treatment was ordered. Three attempts were made to get further info, but the site failed to respond to the requests.

Manufacturer narrative:
A system svc checkout of the stellant injector system was performed at it was found to be performing according t specifications. The hosp declined application assistance. The disposables involved at the time of the reported event were discarded. The lot number used at the time for the event could not be confirmed, but 2 different lots were on the shelf in the room at the time. Retained samples from both lots were tested and performed to specification. The site continues to use the injector after the reported event - no further issues were reported.